Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/1.73 inr; 3.0 inr/2.28 inr; 6.8 inr/5.13 inr; 4.4 inr/2.9 inr; 2.1 inr/1.5 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.